Event description:
Tip broke off in the tunnel (sized 7) intraoperatively. A guidewire was used and the screw was loaded correct onto the correct screw driver. The tip was not retrieved, however, no adverse consequences reported as a result of event. This devive is used for treatment.